Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the locking collar was broken. The obturator, trocar balloon, valve seal and doors appeared intact. The inflation syringe was not received. Pmv performed functional testing which included inflation of the trocar balloon; no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The investigation detected a secondary condition of handling rough that has no relationship to the reported incident. Replication of the broken lock collar may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the balloon was difficult to inflate. The procedure was completed with another device.